Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on reboot screen. A technical support specialist (tss) remotely accessed the station, confirmed it was at the windows login screen, updated the station configuration to automatically launch the application, and rebooted the station, after which the application loaded successfully. Following a later report of a reboot loop and a device not detected error, the tss accessed the station again, disabled internet protocol version 6 on the pyxis bus network adapter, rebooted the device, and confirmed the failed hardware indicator was cleared and the issue resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mcimaging station was stuck on the reboot screen; the issue was already present when the nurse arrived for their shift, and a reboot attempt by the customer does not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.